Event description:
In 2009, a company representative reported the patient was admitted to the hospital four days prior, with dka. The patient's blood glucose was over 500 mg/dl with her normal range being 200 mg/dl. She is currently disconnected from her insulin infusion device and on an IV drip. The representative stated she will be working with the patient as the patient only takes 7 units of insulin regardless of what she eats or of what she needs to bolus as a correction. She will also be adjusting her basal rates. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.